Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 500 mg/dl - "high". Suspected cause was due to customer using incorrect settings profile. Customer reported being thirsty and increasing urination. A correction bolus was delivered via pump and a manual injection administered to address bg.